Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to a bent cannula, the customer's blood glucose (bg) was 700 mg/dl. The contact stated that the customer inserted the cannula and that the contact usually does this. The customer went to the emergency room due to diabetic ketoacidosis (dka) and was admitted to the hospital. The customer was treated with intravenous insulin. The customer was discharged on (B)(6) 2018 with the elevated bg/dka resolved. The type of infusion set used was not reported.